Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by(B)(6) that during service and evaluation, it was determined that the chuck device was blocked and frozen/would not move - chuck seized. It was further observed that the labeling had worn off, the labeling was illegible and etching, and the device was difficult to assemble/disassemble. It was determined that the pins on the cone sleeve were wandered, and the device had cosmetic damage - worn etch, component damage, and did not function. It was further determined that the device failed pretest for marking and labeling, check the drill chuck, check function of tool coupling and check pins length of cone sleeve. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.